Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump vibrated and had a blank display after exposure to water. Blood glucose level at the time of the incident was not provided. The issues were not resolved through troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.